Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided/

Event description:
It was reported that driver broke during seating of the screw for an angled ti base. Patient was not affected, another driver was used to complete procedure. No further information provided.